Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2021, the patient was implanted with one 6.0 x 150 mm biomimics 3d (bm3d) stent. It was used to treat a denovo lesion in the superficial femoral artery (sfa) proximal third to sfa distal third in the right leg. A contralateral approach was used and the vessel was prepared using pre-dilation with percutaneous transluminal angioplasty (pta). On the (B)(6) 2023, the site identified a restenosis of treated segment (target lesion). It was reported as not serious. It was not related to the device or the procedure but was due to a worsening pre-existing condition. There was a greater than 70% right external iliac artery stenosis successfully treated with a 7 mm balloon angioplasty and an 8 mm x 60 mm self expanding stent. The right common femoral artery was patent. The right sfa had a stent within it with multiple areas of greater than 80% stenosis, which was successfully treated with a 6 mm balloon angioplasty with no residual stenosis. The intervention on (B)(6) 2023, of the ostial external iliac to sfa distal third involved a non bm3d bare metal stent placement and pta/standard balloon angioplasty. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). There was a patent above knee popliteal artery and patent three-vessel runoff to the foot. It was reported as target lesion related. The outcome was reported as resolved/recovered. The device remains implanted. Veryan's date of awareness of this event was the 01-jul-2024 when it was reviewed and considered possibly related to the device.